Manufacturer narrative:
Resubmission of initial report as per FDA on 7/28/20. The log files were requested by siemens investigators. The customer stopped using the cios alpha system until the issue is resolved. The reported issue is under investigation and a supplemental report will be submitted if additional information becomes available.

Event description:
It was reported that during an exam on the siemens cios alpha system with the patient on the table an error occurred. No x-ray was available and the unit could not be used for approximately 1 hour. The operator had to stop the procedure and bring another c-arm system into the exam room to finish the intervention. There are no injuries attributed to this even. The procedure was successfully completed on another c-arm unit.